Manufacturer narrative:
A ge service representative performed an over-the-phone investigation and determined this was caused by overcurrent of high voltage. The customer was instructed on how to make the necessary corrections on their end.

Event description:
The customer reported the system displayed an overload fault error message and the system shut down. No pt injury was reported.